Manufacturer narrative:
The pod was received with the cannula not deployed. Upon opening the pod it was observed that the release bar was up and cam finger was down. The slide insert, slide retract, and linkage assembly remained in the locked and loaded position. Excessive friction was found between the cam finger and the slide retract. The needle mechanism was deployed using manual force. The needle mechanism was reset and rotating the ratchet gear produced the same failure as initially seen. This friction caused the needle mechanism to fail to deploy. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy when the pod was activated; the pink slide did not move forward, which indicates a needle mechanism failure. The pod was not worn and patient stated there was no impact to blood glucose levels..